Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to an extended charge time. Monitoring voltage appeared to be within normal range for the time of implant. Subsequently, this device was explanted and returned for analysis.